Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr case, a strut on the crimped 26mm ultra valve bent back 90 degrees while inserting and pushing through the 14f esheath. Additional clarification was obtained and it was stated the patient had scarring on their skin which created issues with the initial stick of the patient¿s groin. There was a debate about creating a cut down but the physicians were able to insert the 14f esheath smoothly without any issues. The valve was prepped and the valve and commander delivery system were inserted into the esheath. The loader was confirmed to be fully inserted. When the valve and delivery system reached the white non-expandable portion of the sheath, resistance was noted. The physicians changed the pushing angle and got past that portion of the sheath. A 90 degree bent strut was noted when crossing the aortic arch and was about to cross the native valve. The physician carefully pulled the valve and delivery system back down toward the esheath. The physician rotated the valve while retracting it, moving the bent strut away from the clear liner of the sheath to ensure there was no damage to the sheath and no injury to the patient. While pulling the valve back, the bent strut seemed to bend back in place. The physicians decided to try to advance the valve again to possibly implant it. When re-advancing the valve the strut bent 90 degree again. The decision was made to remove the sheath, delivery system, and valve at this point. A 16f esheath was prepped and a second 26mm s3u was successfully implanted without issue. Upon removal of the devices a ¿ding¿ was noted in the blue hdpe material of the sheath. Pictures are to be provided. The devices are not available for return. The damage was about midway down the white wrapped portion of the esheath. It looked like it may have gone through the blue hdpe material under the white portion but did not penetrate through the white strain relief portion. The perceived root cause of the resistance experienced was the scarring at the access site deflecting the insertion of the devices.

Manufacturer narrative:
Imagery was provided and the patient¿s access vessels were observed to have minor tortuosity and calcification. Additionally, the patient¿s vessel¿s appear to be undersized (less than 5.5mm) on the patient¿s left access side. Frame damage was confirmed, with the strut bent outward on the inflow side upon exiting the sheath tip. A DHR review was performed for the manufacturing of the components most relevant to the failure mode reported. The review did not reveal any manufacturing related issues that would have contributed to these events. A lot history review revealed no other complaints for ¿frame ¿ damaged ¿ during use¿. Although the frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra) and corrective action / preventative action (CAPA), which captures root cause analysis for the issue. Per the instructions for use and training, caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. During delivery system insertion into the sheath, correctly orient the delivery system and check the position before insertion. The delivery system should be oriented with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract the valve in the sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. After review of the IFU and training, no IFU/training deficiencies were identified. During manufacturing of the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, there was difficulty encountered during delivery system insertion. Additionally, it was stated that there was scar tissue present near the access site. It is possible that the scar tissue may have created a difficult pathway for delivery system insertion, specifically near the strain relief. Review of patient imagery also indicates that one side of the access vessel was undersized. Per the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Undersized access vessels can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. If the valve penetrated the hdpe and excessive manipulation was used to overcome the resistance, then it is likely that the exposed valve strut would have been bent during manipulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As such, available information suggests that patient (scar tissue/undersized vessel) and/or procedural factors (excessive device manipulation due to insertion difficulty) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the investigation phase. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required; however, per management discretion, a pra has been previously initiated to assess patient risks associated with high push force of the commander delivery system with s3u through the esheath and associated valve frame damage.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.